Event description:
Reporter indicated that vns patient had passed away, possibly due to sudden unexplained death in epilepsy. There is no evidence at this time that the ncp system caused or contributed to the reported event.